Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and was unable to duplicate the error in the problem area of the pipetter assembly. The instrument was inspected, tested without further problem, and returned to service.